Event description:
It was reported that the patient experienced urinary incontinence with an artificial urinary sphincter (aus). The doctor believed it was a fluid leak in the balloon. A revision surgical procedure was performed in which the existing device was explanted and replaced with a new one. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.